Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The customer initially ran the patient sample and got a ca 19-9 result of 1000 u/ml with a data flag. Upon repeating by a x10 dilution, the customer got a sample alarm and no result. The customer removed the clot from the sample, centrifuged the sample again and repeated with a result of 6.98 u/ml. The customer used another tube from the patient that was drawn at the same time and repeated it with results of 1000 u/ml with a data flag, 1406 u/ml (x10 dilution) and 1406 u/ml (x10 dilution). A new sample was obtained on (B)(6) 2017 and the initial ca 19-9 result was 1000 u/ml with a data flag. The sample was repeated by x10 dilution and the result was 1296 u/ml. There was no allegation that an adverse event occurred. The ca 19-9 reagent lot number and expiration date were not provided. The customer provided pictures of the 2 tubes that were used from the day of the event. Based on a review of the pictures, a pre-analytical issue is likely. One sample shows as hemolytic and the other sample shows as non-hemolytic. Discrepant low results for the assay involved in this complaint are typically caused by sample pipetting issues. As the samples used appear different in appearance, a sample related issue is the most likely root cause of the event.

Manufacturer narrative:
The customer has not complained of any additional issues.